Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory and visual inspection confirmed the guidewire tip was broke. The product appeared severely manipulated as the distal tip and body were kinked and the polymer tip had a detached section. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the lead implant procedure the tip of the guidewire broke off when retracted. Physician was not able to remove the foreign body. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the lead implant procedure the tip of the guidewire broke off when retracted. Physician was not able to remove the foreign body. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.